Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had a loss consciousness due to hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined while wearing the pod. The patient reported their spouse woke up during the night, noticed that something was wrong, and called emergency services. The patient was administered glucose intravenously by emergency services. No other details were provided.